Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by the reporter) via an implanted pump. On (B)(6) 2016 the patient reported that the pump "crashed and so did I" in 2008. The "pump failed". The "fail", ruined her life".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received reported the pump stopped working in the healthcare provider¿s office and the patient dropped to the floor. They got the patient to the hospital. The patient reported they were put in a ¿light coma state for the first few weeks¿. The patient stated ¿I don't really remember what happened." Per the patient when asked what were the circumstances that led to the pump issue the patient stated ¿none, no circumstances¿. The patient further noted that there was another instance where the pump didn¿t turn back on. When asked to clarify the patient stated they recalled going for an MRI in 2012. The patient stated they recall telling the MRI tech that they wanted to go to the pain pump department post MRI to check the pump to make sure it turns back on because before it didn't. The patient stated that must have been what happened in 2008. The patient stated that the steps taken to resolve the issue in 2008 was then they realized the pump stopped they turned it back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.